Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the pump¿s black box revealed multiple call service 052 alarm. The pump powered on without an alarm. The keypad buttons did not respond to presses. The original complaint was unable to be adequately investigated due to the unresponsive buttons. Unrelated to the original complaint, there was moisture visible in the display. The battery compartment was found to be cracked. There was also a case crack. The pump was opened and there was moisture damage found throughout the pump. The keypad was removed and there was no damage found to the button contacts. The unresponsive buttons were due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 052. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.